Manufacturer narrative:
A review of tickets was performed for the likely cause architect afp reagent lot number 59053fz00. The ticket search determined that there is normal complaint activity for this lot number. Testing performed using an in-house retain kit of lot 59053fz00 met acceptance criteria and the product is performing as expected. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. Return testing was not completed as returns were not available. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, the architect afp lot# 59053fz00 assay is performing as expected and no systemic issue or deficiency was identified.

Event description:
The customer reported a falsely elevated architect afp result on a 4-yr old male hepatoblastoma patient. The following results were provided: on (B)(6) 2024 sid (B)(6) abbott = 99.73 ng/ml (reference range: <5 ng/ml). Patient went to another hospital: roche platform = <2 ng/ml. Retested sample on (B)(6) 2024 abbott= 210.76 ng/ml. Another blood sample from same patient on (B)(6) 2024 sid (B)(6) abbott = 2.16 ng/ml. Initial sample sid (B)(6) tested on the tellgen platform = >200. Afp 6 months ago = < 2 ng/ml, two tests at other hospitals prior to (B)(6) 2024 were both <2. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated architect afp result on a 4-yr old male hepatoblastoma patient. The following results were provided: (B)(6) 2024 sid (B)(6) abbott = 99.73 ng/ml (reference range: <5 ng/ml). Patient went to another hospital: roche platform = <2 ng/ml. Retested sample on (B)(6) 2024 abbott= 210.76 ng/ml another blood sample from same patient on (B)(6) 2024 sid (B)(6) abbott = 2.16 ng/ml. Initial sample sid (B)(6) tested on the tellgen platform = >200. Afp 6 months ago = < 2 ng/ml, two tests at other hospitals prior to (B)(6) 2024 were both <2. No impact to patient management was reported.